Event description:
Customer reported issue with touchscreen responsiveness, stating that the pump screen was frozen and unresponsive. Blood glucose level was confirmed not to exceed 500 mg/dl, indicating no adverse impact. Customer chose to reset the pump following instructions from technical support, which resolved the issue, allowing interaction with the pump screen.